Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump of inaccurate delivery as she has elevated blood glucose level above 20 mmol/l; currently 23 mmol/l. Customer was able to self-treat with a bolus via pen of 5 units of insulin. No adverse event reported. Requested return of the alleged device for evaluation.